Event description:
It was reported a patient experienced a breach in aseptic technique resulting in bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, cloudy effluent, and fever. The patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin (1.5 grams, 3 times/week) and ip fortaz (1 gram daily for 3 days). At the time of this report, treatment with vancomycin was ongoing and the patient was recovering from the peritonitis. Therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: during follow up, it was reported that the patient had recovered from the peritonitis event. It was also reported that the peritonitis was related to a leak in a solution bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Corrected information: remove previously reported conclusion code. Should additional relevant information become available, a supplemental report will be submitted.